Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The tip broke off. Sr believed the wire broke off outside the patient's body. To sr's understanding, this happened during procedure. A different device/different model was used to complete the procedure.